Event description:
The customer reported the device has a black screen. There was no reported adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).